Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. Seven days after the event onset, the patient was hospitalized for peritonitis. The patient was treated with unspecified intraperitoneal antibiotics (drug names, doses, frequencies, and durations not reported) for peritonitis. At the time of this report, the patient had not recovered from the event and dianeal therapy was discontinued. No additional information is available.